Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round high profile 630cc saline catalog #3503630 lot #5781759 sn #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast prostheses implantation with mentor smooth round high profile 630cc saline breast prostheses in 2008 began experiencing symptoms in (B)(6) 2014. The patient reports fatigue, adrenal fatigue, burning pain under her rib cage, inflammation, headaches, hair loss, lack of concentration muscle weakness, and heart palpitations. No product issue, such as deflation, was reported. The patients date of explantation is still pending. This medwatch form is for the left breast prosthesis.